Manufacturer narrative:
A review of the manufacturing history confirms no non-conformances were identified. The device was not returned for evaluation. The patient was revised due to an infection and there was no alleged malfunction of the device. Requests are being made for additional information and a supplemental report will be provided if this information is received.

Event description:
It was reported by a surgeon that the patient was revised due to an infection.